Event description:
The customer reportedly rec'd results of 427 mg/dl and 162 mg/dl within 10 minutes on the advantage system. Three days prior, the customer reportedly rec'd results of 450 mg/dl and 100-something (mg/dl) within 10 minutes on the advantage system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.